Manufacturer narrative:
The device was returned for repair of a leak observed during reprocessing. The issues of missing forceps cover glue and cut on the pink rubber of the ultrasound probe were observed at inspection. In addition, it was noted that the distal end rubber coating glue was peeling, scope connector was loose and leaking water and air, loose elevator channel plug, control knob had play and scratches, suction cylinder had a scratch, and insertion tube had a bite. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned for repair of a leak observed during reprocessing, and the issues of missing forceps cover glue and cut on the pink rubber of the ultrasound probe were observed at the time of estimation. There is no reported patient harm.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no no abnormality in manufacturing, concession, and variation. The device was repaired on jun 26, 2020, for a minor one hour repair, lens glueing and channel replacement. The following can be the causes from investigation result for the peeled forceps glue: ·external force was applied by rubbing or bumping the area strongly during transportation, storage, use, cleaning, etc. ·the glue was worn and peeled off due to long use. The cut on the probe likely happened when external force was applied by rubbing or bumping the area strongly during transportation, storage, use, cleaning, etc. The instructions for use includes the following statements which can prevent these issues from happening: important information ¿ please read before use . Warnings and cautions (p.7) . Warning: do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.